Event description:
It was reported that the anesthesia workstation failed the flow transducer test, auto ventilation leakage test and the vaporizer inlet/outlet valve test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The anesthesia workstation was investigated by our field service engineer and the reported failure was reproduced. According to the information provided by the technician, the issue was caused by malfunctioning reflector o2 gas module. Evaluation of logs confirms reported sco failure, however details from the test is not available. No further issues have been reported with this device. The reflector o2 fresh gas module was not returned for investigation. The o2 reflector gas module regulate the reflector gas flow and a fault in the gas module may lead to inaccurate gas flow regulation. This will be detected during sco and alarms will be activated if the failure occurs during treatment. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).